Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a male, pt, who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has no verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received via medical records on 10 december 2009. On (B)(6) 2009, the (B)(6) pt experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unk. F/u info was received via medical records on 13 april 2010. The case was upgraded to medically serious. According to physician's notes dated (B)(6) 2008, the pt was evaluated for progressive unsteadiness in his gait and footdrop. He was walking with an unspecified assistive device. The pt was diagnosed with polyneuropathy. The event was considered to be medically serious by gsk. The polyneuropathy was initially considered to be possibly related to an alcoholic neuropathy. He drank four to seven beers daily. The polyneuropathy slowly progressed to his upper extremities. Spinal tap and nerve studies were normal.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither product nor lot number for this product is available. (B)(4).